Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, while inserting the device into the anatomy, it bent at the point where the sheath meets the guide tube. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that all components were in pre-deployed position. The investigation indicated that the sheath was kinked just distal to the swage ring, consistent with inserting the device into the vessel against resistance. There was no damage to the guide or guide tube as reported. Hydrophilic coating was verified to be present throughout the sheath. Based on the investigation findings, the probable root cause for the sheath kink is related to the operational context in the use of the device. Forcibly and/or aggressively inserting the device into the vessel could kink the sheath. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.